Event description:
The patient underwent a procedure for a trial scs system. It was reported the patient could only obtain stimulation postoperative in the clinician's mode. When taken out of this mode, the 'open circuit' message allegedly appeared on the mts. Diagnostic testing showed invalid impedances on all lead contacts. It was reported the trial was conducted successfully in the clinician's mode. The trial lead was removed at a later date and was discarded by the facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.